Manufacturer narrative:
Device evaluation: a visual and tactile inspection was carried out on the device. A twisted point was detected on the balloon at 58mm from the tip. During the analysis, the guide wire lumen was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the test passed since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon kept showing pronounced wrinkles in correspondence of the twisted point. - 2bar: the balloon kept showing wrinkles in correspondence of the twisted point. - 7 bar: the wrinkles are no more visible. No change in profile. A twist was detected on the guide wire lumen in correspondence of the twisted point detected on the balloon. - 14 bar: the twist on the guide wire lumen is clearly visible. (B)(4) evaluation codes: methods: visual inspection evaluation codes: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Event description:
During an attempt to treat a lesion using in.pact pacific paclitaxel eluting balloon catheter, it was reported that the balloon could not be inflated completely. A twist was noted which prevented the balloon from inflating. It was reported that inflation pressure was maintained for 30sec. The device was inspected with no issues noted. No negative prep or purging performed on device prior to use. There was no resistance noted while advancing the device to the lesion. Physician used another in.pact pacific to complete the procedure. There was no injury to patient or clinical sequelae reported for this event. "Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."